Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion when none was present was not reproduced. A review of the event history log revealed there are no occurrences recorded on the reported event date. A single occurrence of "downstream occlusion!" Was recorded two days prior to the event date and multiple events the day before the event date. The history log cannot be used to determine if the events are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present during an unspecified process step. There was no patient involvement. No additional information is available.